Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged into the inferior vena cava (ivc). The ra lead was successfully repositioned thereafter. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.